Manufacturer narrative:
Based on the claim against the product by the customer noting ¿video processor not connected¿ error message, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found a piece of glove inside the optical receptacle. Fse replaced the optical receptacle to resolve the reported issue. The system was tested and verified as ready for use. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed and the root cause could not be determined. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to an error message. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, the customer encountered ¿video processor not connected¿ error message. The customer reseated all power cord and power cycled the system; however, the reported issue remained. The customer converted the procedure from da vinci-assisted robotic surgery to a traditional laparoscopic surgery. There was no patient harm/injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.